Event description:
It was reported that 19 patients experienced volume discrepancies. Additional information, including patients¿ medical statuses prior to the event, cause of the volume discrepancies, troubleshooting or diagnostics, treatment or interventions, drug information, and final patient outcomes were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).